Manufacturer narrative:
Return requested. Replaced articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.